Manufacturer narrative:
(B)(4). Additional information of the event reported by the risk manager at the user facility includes the following details: the patient was admitted to the hospital, on (B)(6) 2019, from an assisted living facility. On admission the patient was presented with altered mental status, increased heart rate, and decreased blood pressure. During insertion, of the arterial line, there was resistance when advancing the guidewire. The user retracted the guidewire. The guidewire unraveled outside the body. The patient was taken to ir for removal of guidewire. A cta demonstrated saddle emboli. The patient was taken to surgery on (B)(6) 2019 with diagnosis of bilateral pulmonary emboli and scheduled for a pulmonary angiogram and thrombectomy procedures. It was reported that the patient was hypotensive. The patient expired on (B)(6) 2019. The risk manager, doctor, and cath lab manager indicate that the mal-function of the device was not a causative factor to the outcome of the patient. Per risk manager, the death certificate list the primary cause of death as saddle pulmonary emboli.

Event description:
According to the medwatch (mw5086851) "pt had an arterial line inserted. Part of the guide wire broke off and stayed in the pt. Per ed physician, there have been a couple of incidents of this happening (faulty kits). Had to send pt. To ir for intervention when the part of the guide wire sheared off in the femoral artery. The thin strip of plastic stayed intact the entire length of the wire. It came out of the puncture site and stayed connected to the broken wire. In other words, a piece of wire came out and the hook part of the wire stayed inside while a thin strip of elastic remained intact for the entire length of the wire. Although there was difficulty with location of the vessel, we only attempted to thread it twice before the incident".

Event description:
According to the medwatch (mw5086851) "pt had an arterial line inserted. Part of the guide wire broke off and stayed in the pt. Per ed physician. There have been a couple of incidents of this happening (faulty kits). Had to send pt. To ir for intervention when the part of the guide wire sheared off in the femoral artery. The thin strip of plastic stayed intact the entire length of the wire. It came out of the puncture site and stayed connected to the broken wire. In other words, a piece of wire came out and the hook part of the wire stayed inside while a thin strip of elastic remained intact for the entire length of the wire. Although there was difficulty with location of the vessel, we only attempted to thread it twice before the incident."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.